Event description:
It was reported that a malfunction occurred on the pump, and there were no notable events prior to this issue. The impact on the customer's blood glucose level was unknown as the caller declined to answer regarding levels exceeding 500 mg/dl. Corrective actions included replacing the pump, sending instructions for storage and return, advising on updated software, and confirming the shipping address. The customer acknowledged these steps and agreed to return the problematic pump within 10 days using a pre-paid label.